Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 694965 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was further reported that the previous alert had triggered for high svc coil impedance. In addition, the lead alerted months later for high impedance with the rv coil. The rv lead had a confirmed fracture and oversensing. The rv lead was explanted and replaced. It was also reported that the right atrial (ra) lead had high thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.